Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal conductor distorted.

Event description:
It was reported that during the implant procedure while testing the lead in the vein, the analyzer showed high impedance readings. The device was not implanted. No patient complications have been reported as a result of this event.